Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the nozzle and air water channel were clogged. In addition, it was noted, the insertion part of the distal end and light guide rod lens (2x) were cracked, the insertion part of the charge-coupled device unit and the charge-coupled device cover lens were chipped, the insertion part of the bending tube was shortened, the insertion part of the connecting tube / passive bending had a dent, the control unit and wire stopper and angulation were in play and the forceps/instrument channel had malfunctions. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, several channels were not open on the evis exera iii colonovideoscope and reprocessing was interrupted at various machines due to an insufficient flow rate. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received regarding the customers reprocessing steps. The customer reported that reprocess was performed according to the instructions for use. However, the customer did not flush water and air to the air/water channel using the air/water channel cleaning adapter (mh-948), per the instructions for use. The customer performed pre-cleaning the scope immediately after the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. However, a probable cause of the reported event was improper reprocessing, as it was confirmed the customer partially deviated from the reprocessing steps listed in the instructions for use. (The instructions for use say to use mh-948 aw channel cleaning adapter for feeding air/water.) The event can be prevented by following the instructions for use which state: ¿reprocessing manual_precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.